Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient thought their stimulator stopped working for their bladder. They clarified and thought it stopped working for symptoms and they felt no stimulation. They tried making adjustments and didn't feel anything. They also tried all four programs. It was noted that the therapy was on. They got the poor communication screen, but was able to communicate with the implant and confirmed that the stimulation was on by using the patient programmer (pp). They stated that there was no interference or medical procedures related to this, they only had blood work done. They were going to follow-up with a healthcare professional. This started about a week or so prior to the report in (B)(6) 2017. On (B)(6) 2017, it was reported that the efficacy stopped. It was noted that the cause of the therapy no longer helping and lack of stimulation was an open circuit on lead 0 and 2. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the lead break was not determined. It was recommended that they get the entire system replaced however they had yet to schedule it. No further information reported.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot#: va031sp, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the open circuit was leads 0 and 2 were broken. They increased the energy and all leads were checked at 2.0 amps. C0, c2, 0-1, 0-2, 0-3, 1-2, and 1-3 were > 4,000 ohms and under 15 milliamps (ma).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.